Manufacturer narrative:
Complaint conclusion: as reported, the sealant in a 5f mynxgrip vascular closure device (vcd) failed to deploy. There was no patient injury reported. The type of procedure the mynx vcd was used in was diagnostic peripheral. The procedure used a retrograde approach. The patient was male. The deployer¿s mynx training status was in training with the mynx. The patient did not have any relevant medical history. There were no relevant tests/laboratory data. The sheath used was a 5 french. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the mid common femoral artery. There was no pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. The user shuttled down completely. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pulled back against the proximal end of the shuttle. The sealant was protruding out from slit on outer shuttle cartridge tubing and exposed to blood, appeared to have ¿swelled.¿ the catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle movement was checked and slight resistance was felt. Subsequent to unsheathing, blood was found at the proximal end of the advancer tube which is indicative that blood being trapped inside the sheath. The condition of the received device indicates a device jam which may have been attributed to the sealant exposed to blood prematurely. A device history record (DHR) review of lot f1828201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the prematurely swelled sealant. However, the exact cause of the issue experienced could not be conclusively determined. Based on the information available for review and the product analysis, handling factors most likely contributed to the premature swelling of the sealant and the subsequent failure to deploy as evidenced by blood observed at the proximal end of the advancer tube. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath. Additionally, if the stopcock of the sheath is not open, the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, and not be released from the shuttle after deployment to the arteriotomy. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the sealant in a 5f mynxgrip vascular closure device failed to deploy. There was no patient injury reported. The device was clinically used. The type of procedure the mynx vcd was used in was diagnostic peripheral. The procedure used a retrograde approach. The patient was male. The deployer¿s mynx training status was in training with the mynx. The patient did not have any relevant medical history. There were no relevant tests/laboratory data. The sheath used was a 5 french. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the mid common femoral artery. There was no pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. The user shuttled down completely. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath.